Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that a tear had been generated on the area where the two balloons had been welded. Magnifying inspection of the tear found evidence of elongation. There were no other anomalies in the state of welding. The balloons' welded segment was cut at the tear and the cut cross-section was inspected under magnification. No anomalies were noted. The wall thicknesses of the sheets were confirmed to meet manufacturing specifications. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report from the involved product code/lot# combination. There is no evidence that the reported event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined based on the available information, it is possible that the actual sample was subjected to some pulling and tearing forces which exceeded the product strength on the segment where the small and large balloons had been welded with each other. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported an air leak on the tr band device. Follow up communication with the user facility confirmed the following information: the actual sample was applied to the patient; soon after a nurse noticed that the device malfunctioned; the device was changed out to a new one; bleeding was arrested by compression with fingers during the change out; the amount of bleeding was slight; the procedure was completed successfully; and there was no patient impact.